Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received intermittent button error alarms. The insulin pump was not delivering insulin. Only the down arrow key was working because the up arrow key was unresponsive. She removed the faceplate that covers the buttons to dry the inside of the insulin pump. The customer's blood glucose level was 240 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces on up arrow button. No button error alarm during testing.